Event description:
It was reported that the customer had air bubbles that were about ¼ of an inch in the center of the tubing. Customer's blood glucose level was 361 mg/dl. Customer was advised to deliver a 5u fixed prime until air bubbles are no longer visible. Customer advised that the insulin should be stored at room temperature to prevent gassing out when it warms in the pump. Customer stated that the insulin was not stored at room temperature. Customer was advised to change their infusion set due to utilizing cold insulin in reservoir. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.